Event description:
It was reported in clinic notes that the patient has had an increase in seizure frequency and intensity. He had 14 seizures in april, 11 in may, 10 in june, and 10 in july, and his baseline is usually about 8 a month. It was also noted that the magnet is no longer effective. The patient's caregiver believes these events are due to the battery draining. The patient's generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.